Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a hernia procedure, after the device was inserted, the surgeon tried to inflate the balloon, but the balloon would not inflate completely. A new device was used in order to complete the case. No patient injury.

Manufacturer narrative:
Correction: (first name, last name, email), (phone number). Evaluation summary post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the lock collar was broken. The trocar balloon, valve seal and doors appeared intact. The inflation syringe was received. Pmv performed functional testing, the balloon was inflated, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.